Event description:
It was reported that boston scientific technical services (ts) was contacted to review an episode for this subcutaneous implantable cardioverter defibrillator (s-ICD). Ts noticed t-wave oversensing resulting in two separate inappropriate shock and discussed programming options. Ts also recommended taking x-rays and reviewing the patient's history for conduction changes. The s-ICD and electrode remain in service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to review an episode for this subcutaneous implantable cardioverter defibrillator (s-ICD). Ts noticed t-wave oversensing resulting in two separate inappropriate shock and discussed programming options. Ts also recommended taking x-rays and reviewing the patient's history for conduction changes. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating t-wave oversensing was seen in an untreated event. Ts was contacted, and ts discussed programming options. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered twelve inappropriate shocks across four episodes due to t-wave oversensing and an unknown wide tachycardia. Ts discussed next steps with the health care professionals. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to review an episode for this subcutaneous implantable cardioverter defibrillator (s-ICD). Ts noticed t-wave oversensing resulting in two separate inappropriate shock and discussed programming options. Ts also recommended taking x-rays and reviewing the patient's history for conduction changes. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating t-wave oversensing was seen in an untreated event. Ts was contacted, and ts discussed programming options. No adverse patient effects were reported.